Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the shaver suction did not work, although the devices ar-8305 (B)(6) and ar-6480 (B)(6) were correctly wired and the cassette was correctly inserted. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was received for investigation. The returned device was visually inspected and no problems were noted with the device. The returned device was assembled with known good pump tubing (ar-6410 batch number: 73988853 and ar-6430 batch number: 73002759) and connected to a known good ar-8305 shaver console and ar-8325h shaver handpiece to test the shaver suction. It was found that the ar-6480 worked as intended when connected to the shaver console, the shaver suction was observed to be fully functional and responsive. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 10 days, 7 hours, 9 minutes. No problem found.